Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va005t1, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that the patient had been having trouble and had her device checked in (B)(6) and was still having problems. The patient had an appointment with a doctor tomorrow. It was noted that the patient fell in (B)(6) and broke her ankle and things, and it damaged the device. However, the x-ray showed that the leads were still in the same area but she was hoping that tomorrow they would be able to address more. The patient had also been having infections because her bladder was not draining. The patient later reported that the damage to the unit had not been determined yet. X-rays showed that the wires seemed to be still in the sacral area. Programs were reset to advanced programs and the patient was told to try each program for 3 days to see which, if any program, would work best. Then she was to use only that program until (B)(6) when she would see a doctor. The patient was going to call if she experienced any problems. The reprogramming was done by a rep and if this didn't work then the wire would have to be replaced. So far the programs that the patient had tried were doing better, but if the bladder was emptying completely, the patient did not know. But the patient was not experiencing as many problems as she was with frequency and leaking. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that she was concerned that something might have become dislodged after a fall /loss of therapy and urinary tract infection (uti).it was also reported that patient was concern that she may be retaining as she was up 3 pound overnight. The patient met with manufacturer representative and she couldn't get it programmed and saw a health care provider on (B)(6) 2015 and had x-rays in (B)(6) 2015 and that showed that wire was in the sacral area. The patient had it reprogramming at new health care provider (hcp) office by representative on (B)(6) 2015 and was giving 3 programs and was told she was changing too often. The patient stated that she switched to program 1 on (B)(6) 2015 and that seems to work the best however reported some leakage incontinence last few days and stated she increased it two clicks this morning and at 2.02. The patient's next follow-up appointment is at the end of (B)(6).